Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) was 241 mg/dl. Additionally, it was reported that multiple correction boluses were delivered to address the elevated bg, resulting in a low bg, ranging from 40s-60 mg/dl. Juice was consumed to address the low bg. Reportedly, customer removed and/or added insulin outside of the load sequence. Tandem's technical support educated customer on cartridge labeling. The pump supplies were changed to address the issue and insulin delivery was resumed.